Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl three days ago. The customer treated with a glass of orange juice. The customer checked blood glucose 15 minutes later, and it was 77 mg/dl. The customer also had blood glucose of 326 mg/dl. The customer treated with the pump. The customer's current blood glucose was 128 mg/dl. The customer was assisted with high pressure test and it passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.